Event description:
During a coronary artery stenting treatment procedure, difficulties passing the balloon through the deployed stent were encountered. The physician was able to cross the 99% stenosed, calcified, and tortuous proximal left anterior descending (lad) lesion with the express2 monorail 3.0 mm x 24 mm stent/delivery device. This lesion was predilated with a sprinter 1.5mm x 20mm balloon and a dangan 3.5mm x 15mm balloon successfully. After placing the express2 stent and successfully deploying it at 14 atms, the delivery device was retracted back into the 7 fr luncher jl 3.5 guide catheter. Repeat angiography revealed the distal portion of the stent was not fully deployed. The physician then planned to post dilate this area with the express2 delivery balloon. However, the catheter tip became caught in the express2 stent and was unable to pass through the stent. Then the balloon was inflated to 4 atms in order to rewrap the balloon, however the catheter continued to not cross through the stent. The catheter was removed from the patient's body in order to rewrap the balloon properly. When the balloon was inflated out of the patient's body, the balloon then could not be deflated. Several unsuccessful attempts with a syringe, inflation device, and fingers were made to deflate the balloon. There are no reported patient injuries or complications.